Event description:
The customer called to report that the sensor is not giving him low glucose alarms. The customer stated that he was recently treated by the paramedics due to a hypoglycemic episode. Prior to the event, the customer received a high glucose alarm. The customer did not confirm his blood glucose levels with a fingerstick, and treated with a 14 unit bolus. Later that day, he passed out while eating at a restaurant, and the paramedics were called. Advised the customer to only treat based on his blood glucose levels, not sensor glucose readings. The customer understood. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.